Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. The infusion sets were falling off from her body. The patient reported that this has occurred with five headsets from the same box. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.